Event description:
Pt was admitted for an elective hemorrhoidectomy. The pt had general anesthesia and was in supine position with elevated legs. The operating table was tilted with the head down. A purse-string suture was applied. The device was introduced and the threads were pulled out through the lateral holes. The accuracy of the purse-string suture was visually checked and the device was tightened appropriately according to the markings on the instrument. When firing the instrument there was not the ordinary sensation from firing a circular staple-device. There was an audible crash but not the common loss of tension in the handle. Pressing the handles harder until they met in the rear end did not change the feeling of insufficient closure. When the device was untightened it was more awkward than usual to extract it. The specimen did not come out with the device but remained fixed in the anorectum. When examining the pt the staples seemed to be correctly positioned in three quarters of the circumference. In the remaining quarter the specimen was intact and no staples were seen. There were a few intact loose staples with no signs of having the legs bent at all. The specimen was resected after.